Manufacturer narrative:
Reported event ¿eyelet broke off due to weak ribbon upon doctor trying to insert it into the shoulder¿ was confirmed. Visual evaluation of the returned used device, item (B)(6) found implant detached from the driver, and broken off the suture. Examination was performed per print k475 could not find any issues with the driver. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force placed on the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that proper alignment of instruments is important during implantation of the argo knotless¿ anchor to minimize possible breakage of an anchor. Breakage of the argo knotless¿ anchor is possible if: a) the drill bit and punch are not inserted to the proper depth; b) the argo knotless¿ anchors are not properly aligned with the pilot hole; c) the argo knotless¿ anchors are loose or not securely attached on the driver; d) the argo knotless¿ anchors inserter is used for prying; e) the argo knotless¿ anchors are advanced too deep. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer (B)(6), 4.75mm argo knotless anchor was being used during a cuff repair procedure on (B)(6) 2023 when it was reported ¿argo eyelet broke off due to weak ribbon upon doctor trying to insert it into the shoulder. Eyelet barely hit bone and the retention ribbon failed. Entire implant removed from pt.¿ further assessment questioning found that ¿the entire eyelet came off the driver, the ribbon is too weak. The eyelet was retrieved.¿ the procedure was completed with the use of ¿another argo¿ and there was a 2-minute delay reported. There was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer k475, 4.75mm argo knotless anchor was being used during a cuff repair procedure on (B)(6) 2023 when it was reported ¿argo eyelet broke off due to weak ribbon upon doctor trying to insert it into the shoulder. Eyelet barely hit bone and the retention ribbon failed. Entire implant removed from pt.¿ further assessment questioning found that ¿the entire eyelet came off the driver, the ribbon is too weak. The eyelet was retrieved.¿ the procedure was completed with the use of ¿another argo¿ and there was a 2-minute delay reported. There was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.